Event description:
It was reported that the referenced deep brain stimulation lead exhibited high impedances. A problem with the lead was not suspected by the physician. Rather, the physician suspected there to be an issue with the associated implantable pulse generator (ipg) causing a loss of stimulation and preexisting symptoms to return. Therefore, only the ipg was replaced (see MFR. Report 3006630150-2021-07572). During the procedure to replace the ipg, the lead with high impedances was reconnected to the newly implanted ipg. The lead was successfully programmed to not use the two contacts with high impedances and there were no further reported issues or concerns. The ipg was subsequently returned and analyzed, and early depletion was confirmed. Laboratory analysis of the returned ipg determined that the observed high impedances on the lead could have potentially contributed to the early depletion of the ipg and loss of stimulation, thereby suggesting that a lead malfunction could have partially contributed to the observed behavior. The lead remains implanted in the patient and no further actions have been taken with the lead.